Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had the surgery in (B)(6) and the patient was still having cramping , like labor pains, swelling, unable to bend over, throwing up. It was noted that the patient was in the hospital (B)(6). The patient noted some of the symptoms started before the implant. The patient noted some of the symptoms are worse like not being able to bend over. The patient noted where the implant was hurts internally. The patient reports the hospital says it might need to be adjusted. It was reported that the patient contacted the healthcare provider and the patient told them they felt abandoned. The patient talked to the surgeon and as far as the surgeon thought the device was implanted correctly so now the patient was to get set up for adjustments with the manufacturer representative. The patient reports no one in their area know anything about the enterra device. The patient was hurting at the implant site and there is swelling there. The patient reports they are saying that was just part of what it was going to look like. The patient would like the manufacturer representative to contact the healthcare provider to start going over information so if the manufacturer representative can't help now at least all the information will be started between the manufacturer representative and the healthcare provider. The patient last spoke to the surgeon's office a couple weeks ago and today and they said patient needs to set things up with manufacturer company. The patient reports follow up care will need to be with the local healthcare provider and the manufacturer representative. The local healthcare provider does not have any experience with the enterra device. The patient reports going to the ER (emergency room) about 3 weeks ago from pain at the implant site and when patient told them that they had an enterra device the ER said they would need to go back to the surgeon. Patient reports they went back to the surgeon about 4 days after the ER. The surgeon said everything looks fine and it was just part of having the implant put in and patient should get the manufacturer representative involved. It was noted that the patient also has an insulin pump. The patient was asking to see a manufacturer representative because they were still not feeling well and feel pain. The patient reports the surgeon has looked at the implant and thinks the implant looks fine and suggested the manufacturer representative for adjustments.